Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the serter was not firing the sensor. Customer's blood glucose level was over 600 mg/dl. The customer treated his blood glucose level. After three days the insulin pump asked the customer to end the sensor. The device was not returned.